Event description:
On (B)(6) 2019, the reporter contacted lifescan (lfs) USA alleging that his brother¿s onetouch verio2 meter was reading inaccurately high compared to his feelings and/ or normal results. The complaint was classified based on customer service representative (csr) documentation. The reporter claimed that the alleged product issue first started at 11:55pm on (B)(6) 2019, when his brother obtained the alleged inaccurately high result of ¿148 mg/dl¿ with his onetouch verio2 meter compared to his feelings and/ or normal results. Meter to feelings/ normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages his diabetes with insulin ¿ self adjuster and the reporter claimed that at an unspecified time after obtaining this alleged inaccurately high result, ¿before bedtime¿ the patient took his usual dose of medication according to his sliding scale based on the result of ¿148 mg/dl¿ obtained of ¿21 units of insulin¿. It was reported that at this point the patient went to bed. The reporter claimed that at an unspecified time the following morning (may 24) he found his brother in his bed exhibiting the symptoms of ¿non-responsive, eyes closed and extremely lethargic¿. The reporter claimed that at this point he called for paramedics who attended the patient and tested his blood glucose on their ¿ems¿ meter which gave the result of ¿19 mg/dl¿. At this point the patient¿s brother, in the presence of the paramedics, administered ¿1/2 mg of glucagon¿ to the patient. It was reported that once the patient had ¿stabilised¿ the paramedics again tested the patient¿s blood glucose first on their meter which gave a result of ¿72 mg/dl¿ and then on the subject meter which gave a result of ¿161 mg/dl¿. The paramedics then gave the patient a ¿glucose tablet¿. During troubleshooting, the csr verified that the subject meter¿s unit of measure was set correctly at the time of testing and the test strips had been stored correctly and had not expired. The csr was unable to walk the patient or reporter through a control solution test as they did not have any control solution. Replacement products, including control solution, were sent to the patient. This complaint is being reported as the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event and received medical intervention for an acute blood glucose excursion after obtaining an alleged inaccurately high blood glucose result with the subject meter.